Manufacturer narrative:
Service was not dispatched to the site. Service was not requested. Samples were not returned for beckman coulter inc. Analysis. Beckman coulter inc. Customer product line support (cpls) evaluated patient results in conjunction with the customer communicated sample condition (extremely lipemic) and beckman coulter labeling for the involved analytes. The cpls conclusion was that the tg, chol and hdld results were not reliable due to possible pre-analysis dilution issues, the test methodology utilized and/or the samples' extremely lipemic condition. Sample interference is probable; however the root cause of this event remains unknown.

Event description:
The customer reported that on (B)(6) 2012 erratic cholesterol (chol), triglyceride (tg) and direct high-density lipoprotein cholesterol (hdld) results were generated from a unicel dxc 600i synchron access clinical system for four single-patient samples. Beckman coulter inc. Assessment of customer supplied data indicated that for all four same-patient samples initial and repeat chol, tg and hdld results demonstrated variability. The customer provided same patient calculated very-low-density lipoprotein (vldl) and low-density lipoprotein (ldl) results. These results were not generated by the unicel dxc 600i synchron access clinical system, but rather calculated by the customer from tg, chol and hdld results. These results have been provided in this report for reference only. The erratic chol, tg and hdld results were reported out of the laboratory however there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. Final patient diagnosis was pending and the laboratory worked with the physicians for this patient to discuss the original and amended results. Instrument chemistry quality control results were recovering at acceptable levels prior to this event. The patient samples were extremely lipemic.